Manufacturer narrative:
The reported field event of back-up vvi mode was confirmed in the laboratory. The device was received in back-up operation due to power-on-reset. The device was tested on the bench and power-on-reset could not be reproduced.

Event description:
It was reported that during interrogation, the pulse generator was found in back-up vvi mode. The device was still in the box.